Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.

Event description:
It was reported that the battery does not take a charge and that it failed in the charger. No adverse event reported.